Manufacturer narrative:
Complaint conclusion: (B)(4). During the use of a saber balloon catheter (4mm4cm 90), it was reported that the catheter crossed the lesion but it ruptured. Therefore it was removed from the patient intact and a non-cordis balloon catheter was used and the procedure finished successfully. There was no reported patient injury. This was a shunt percutaneous transluminal angioplasty (pta) to a shunt vessel. The patients vessel level of tortuousness and calcification were unknown. The rate of stenosis was unknown. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally, maintaining negative pressure. No additional information is available.  The device was not returned for analysis. A device history record (DHR) review of lot 17144221 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.  The reported balloon burst-at/below rbp (peripheral) could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. According to the instructions for use (IFU), the rated burst pressure is based on the results of in vitro testing. At least (B)(4) of the balloons (with a (B)(4) confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
During the use of a saber balloon catheter (4mm4cm 90), it was reported that the catheter crossed the lesion but it ruptured. Therefore it was removed from the patient intact and a non-cordis balloon catheter was used and the procedure finished successfully. There was no reported patient injury. The product will not be returned for analysis. This was a shunt percutaneous transluminal angioplasty (pta) to a shunt vessel. The patients vessel level of tortuousness and calcification were unknown. The rate of stenosis was unknown. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally, maintaining negative pressure. No additional information is available.